Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed no evidence of a delivery issue or the time/date resetting. The pump passed delivery accuracy testing. No time and date reset issue was found. No defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a pair of hypoglycemic events while on the pump. The reporter stated that the patient was hospitalized on (B)(6) 2018 with a blood glucose of below 40 mg/dl with symptoms of cognitive impairment. The patient was treated at the hospital with intravenous glucose. The reporter stated that the patient had discontinued pump therapy at the time of the event. The reporter stated that the pump¿s time and date settings had been incorrect. When the pump powers on, it asks the patient to verify the time and date. This complaint is being reported based on the allegation that the patient was hospitalized with a hypoglycemic event as a result of using the pump with incorrect time and date settings.